Event description:
Caller reported a malfunction on pump, specifically malfunction code malf 12, but no notable events occurred prior to issue. Customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Cts provided instructions for a pump reset, assisted the caller in resetting the pump, and ensured the malfunction code did not recur. Customer was advised to continue using the pump and to call back if issue reoccurs, which caller understood.